Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva system blood glucose results of 429 mg/dl mg/dl and 144 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.